Manufacturer narrative:
One device was received for evaluation. Functional testing could not replicate or confirm the complaint. A review of the event log/alarm history showed ¿high alarm displayed: communication module intermittent connection¿. The probable cause is wi-fi module. Calibration and performed preventative maintenance (pm). The device (without wi-fi module) passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had wireless module error. The pump failed during use with patient. Pump was then replaced immediately. There was patient involvement, and no patient harm occurred.